Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. A thread interface functional test was conducted on the returned sample with a bd thread lock cannula (B)(4) and no defect was observed. A batch review could not be performed as the lot number is unknown. Therefore, no assignable root cause could be determined. This is a product not distributed in the us and does not have a 510 number.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The facility doctor reported to baxter (B)(4) regarding the interlink injection site in which the connection between the injection site and the threaded lock cannula became loose. There is no patient involvement and no patient injury. There is no additional information available.